Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 10-october-2016, a customer service support (css) was dispatched to the customer's facility to address the reported event. The css provided training to the customer and corrected procedural errors. The aia-900 instrument is operational. No further action is required by field service. The most probable cause for all >h on patient samples was the heter block was on the incorrect temperature.

Event description:
On (B)(6) 2016, a customer reported all >h on patient samples on the aia-900 instrument. Technical support advised the customer to recalibrate in glass tubes and the curve was flat. The customer is unable to run patient samples on hba1c diabetes assay.